Manufacturer narrative:
This is report 1/2. The device remains implanted in the patient.

Event description:
It was reported that the subject flow diverter stent was implanted along with another flow diverter stent in a patient at right internal carotid artery (ica c4) on (B)(6) 2022. After procedure, vision impairment of the patient was confirmed. The physician commented that the placement of two stents may have caused thromboembolism, resulted in vision impairment. Also, post-procedure imaging evaluation showed stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%). Preoperative mrs on 09 sep 2022 was 0, postoperative mrs on (B)(6) 2022 was 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day from 26 aug 2022 to now (ongoing) and clopidogrel 75mg/day from (B)(6) 2022 to now (ongoing). On (B)(6) 2022, it was reported that the patient recovered while aftereffect was remained.

Event description:
It was reported that the subject flow diverter stent was implanted along with another flow diverter stent in a patient at right internal carotid artery (ica c4) on (B)(6) 2022. After procedure, vision impairment of the patient was confirmed. The physician commented that the placement of two stents may have caused thromboembolism, resulted in vision impairment. Also, post-procedure imaging evaluation showed stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%). Preoperative mrs on (B)(6) 2022 was 0, postoperative mrs on (B)(6) 2022 was 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day from (B)(6) 2022 to now (ongoing). On (B)(6) 2022, it was reported that the patient recovered while aftereffect was remained.

Manufacturer narrative:
This is 1/2 report, h4 manufacturing date ¿ added, d4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As per additional information 'vision impairment, possibility of thromboembolism due to placement of two fd stents. (B)(6) 2022: it was reported that the patient recovered while aftereffect was remained. Additional information, stated, the patient was discharged from the hospital on (B)(6) 2022. It was reported that the patient recovered while aftereffect was remained, full expansion of both stent cells with apposition to vessel wall achieved, implantation was confirmed under fluoroscopy, the devices performed as intended. It was unknown if any difficulties were encountered with the stents during the procedure (while transfer/advancement/deployment/withdrawal) that could have contributed to reported issue, no anomalies were noted to the devices prior to use, the devices were prepared as per the dfu. In the physician¿s opinion, the thromboembolism may be related to the device. The patient remains to have vision impairment. Based on the information provided in the complaint, there was no surgical delay or medical intervention reported. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. The reported defects are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject flow diverter stent was implanted along with another flow diverter stent in a patient at right internal carotid artery (ica c4) on (B)(6) 2022. After procedure, vision impairment of the patient was confirmed. The physician commented that the placement of two stents may have caused thromboembolism, resulted in vision impairment. Also, post-procedure imaging evaluation showed stenosis in flow diverter stent (stenosis rate: (B)(4)) and parent artery stenosis (stenosis rate: (B)(4)). Preoperative mrs on (B)(6) 2022 was 0, postoperative mrs on (B)(6) 2022 was 0. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day from (B)(6) 2022 to now (ongoing). On 12 dec 2022, it was reported that the patient recovered while aftereffect was remained. Received additional information on (B)(6)2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was (B)(4).

Manufacturer narrative:
This is 1/2 report. B5 executive summary - updated. F10 / h6 clinical signs code grid -updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As per additional information 'vision impairment, possibility of thromboembolism due to placement of two flow diverters stents. (B)(6) 2022: it was reported that the patient recovered while aftereffect was remained. Additional information, stated, the patient was discharged from the hospital on (B)(6) 2022. It was reported that the patient recovered while aftereffect was remained, full expansion of both stent cells with apposition to vessel wall achieved, implantation was confirmed under fluoroscopy, the devices performed as intended. It was unknown if any difficulties were encountered with the stents during the procedure (while transfer/advancement/deployment/withdrawal) that could have contributed to reported issue, no anomalies were noted to the devices prior to use, the devices were prepared as per the dfu. In the physician¿s opinion, the thromboembolism may be related to the device. The patient remains to have vision impairment. Received additional information on (B)(6) 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was (B)(4). Based on the information provided in the complaint, there was no surgical delay or medical intervention reported. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. The reported defects are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.